Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy. The patient felt soreness and pain. An interrogation observed the right ventricular (rv) lead triggered an alert due to high impedance, oversensing with noise and a high number of short v-v intervals, and lead fracture. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted 2007 (B)(6). (B)(4).